Event description:
A patient rpeorted experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 3.8 mmol, 9.4 mmol. Tests were done within 20 minutes with a difference of 76%. Patient did not experience any adverse events. No further information has been reported.